Event description:
It was reported the patient was having problems with their lead wire. It was stated the wire was ¿protruding¿ the patient¿s skin. It was not out of the skin, but it was shaped like a ¿snake crawling up and down¿ that was indicated to be painful. It was further stated the patient¿s urination started working ¿a little bit differently¿ once they noticed that the ¿thing was not positioned flat or whatever¿ and it kept getting worse; ¿buckling up¿ is what the patient called it. Information reasonably suggested the patient was referring to the lead with the previous statements. The patient had turned stimulation on two days prior and was getting 2.5-3 hours of sleep ¿in between,¿ but when it was turned off; they were waking up every 45 minutes and were ¿wet.¿ it was indicated the patient¿s husband noticed the ¿ripple¿ in the patient¿s skin, touched it and it hurt. The patient¿s symptoms started a ¿couple months¿ back and kept getting worse. It was stated the patient went through 147 pads the previous month. They met with their healthcare provider (hcp) about five days prior and adjustments were made four times and the patient was in pain. The hcp reportedly indicated they would ¿just take it out.¿ it was noted the hcp stated something similar 6-7 months prior. The patient did not want therapy removed because it was working, but thought it had something to do with the wire moving. They were not sure if they caused it to move or if the wire slipped on its own. X-rays were taken a few days prior due to the patient¿s problems with the lead, but the results were unknown at the time. It was noted the patient was unable to lay flat on their back during the x-ray because it hurt. The patient was ¿pushing¿ herself which brought the wire ¿up into her body.¿ a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v550364, implanted: (B)(6) 2012, product type: lead. (B)(4).